Event description:
It was reported that inability to advance the delivery system occurred. A lotus introducer was placed via a femoral approach. A 23mm lotus edge valve was advanced. While tracking the device through the aorta, the physician encountered difficulty advancing the system. They had a hard time orienting the outer marker in the catheter toward the greater curvature of the vessel. The catheter would not orient in the correct fashion in the descending aorta immediately distal to the arch. After continuing to advance the delivery system, it was realized that there was compression of the valve capsule and the catheter was kinked. The device was exchanged for a second 23 mm lotus edge valve. The physician was unable to track the delivery system up to the aortic arch. There was compression noted on the second 23mm lotus edge valve but no kink. The device was exchanged for a third 23 mm lotus edge valve. The physician applied torque to keep the catheter facing forward, but as the device approached the arch, the catheter spun around 180 degrees again. The physician was unable to track the delivery system up to the aortic arch. The device was removed and the procedure was completed with a non-bsc valve. No patient complications were reported.

Manufacturer narrative:
The outer curvature of the outer sheath was compressed 48mm to 85mm proximal to the distal end of the nose cone. There was no other damage noted. The release collar was at the start position and the nose cone was oversheated. The device was reviewed under fluoroscopy and apart from the compression in the outer sheath there was no further damage or abnormalities noted. A review of the procedural media was performed as part of the complaint investigation. The angiographic media was consistent with the reported event in regard to the difficulty advancing the lotus edge system. The series (25 seconds in duration) shows the advancement of a lotus edge catheter from the descending aorta to the beginning of the curvature of the aortic arch. It appears that the device cannot advance over the arch and is withdrawn into the descending aorta in the final 2 seconds of the series. The marker is not aligned with the greater curve of the anatomy. It cannot be concluded from the angiographic series which of the 3 units involved in the complaint incident is being advanced and the reported kink cannot be confirmed. The proctor that supported the case identified a large protruding chunk of calcium was in the thoracic portion of the aorta, where the aorta takes a posterior turn. The proctor concluded that this protruding calcification infringed upon the lumen, and together with the tortuosity prevented the correct orientation of the lotus edge delivery system during the advancement into the aortic arch.

Event description:
It was reported that inability to advance the delivery system occurred. A lotus introducer was placed via a femoral approach. A 23mm lotus edge valve was advanced. While tracking the device through the aorta, the physician encountered difficulty advancing the system. They had a hard time orienting the outer marker in the catheter toward the greater curvature of the vessel. The catheter would not orient in the correct fashion in the descending aorta immediately distal to the arch. After continuing to advance the delivery system, it was realized that there was compression of the valve capsule and the catheter was kinked. The device was exchanged for a second 23 mm lotus edge valve. The physician was unable to track the delivery system up to the aortic arch. There was compression noted on the second 23mm lotus edge valve but no kink. The device was exchanged for a third 23 mm lotus edge valve. The physician applied torque to keep the catheter facing forward, but as the device approached the arch, the catheter spun around 180 degrees again. The physician was unable to track the delivery system up to the aortic arch. The device was removed and the procedure was completed with a non-bsc valve. No patient complications were reported.